Manufacturer narrative:
Section h6 - updated codes for component code, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist dialed into the station and confirmed that the customer restarted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had a power failure. The customer reported that the station was displaying a black screen and was unable to initiate the startup process. The user was unable to access the fentanyl medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.